Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. A visual examination was performed on the device, and noted the device was received deployed. Blue discoloration was observed on the shell of the device. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed. Under microscopic analysis a sharp-edged opening was observed on the radius of the shell, three inches from the center patch. A non-penetrating nick was observed on the shell.

Manufacturer narrative:
Medwatch sent to the FDA. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained about bluish urine." Device was removed and replaced.